Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician hypothesized that the cause of the catheter leak was due to a bgc slip and arteriosclerosis. The devices were prepared as indicated per the IFU. The patient presented with acute-phase cerebral infarction. The patient is currently asymptomatic.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the react 71 (lot no. B003961) found that the total and usable lengths of the react 71 catheter were within specifications. Upon visual inspection, no damages or irregularities were found with the react 71 hub. The catheter body appeared to be damaged and stretched at ~18.0 cm to 32.0 cm from the distal tip. The catheter body was found partially separated at ~30.0 cm from the distal tip. In addition, the catheter body also found to be kinked at ~26.0 cm and ~40.0 cm from the catheter hub. The catheter was flushed with water and the water appeared to be leaked out at ~30.0 cm from the catheter tip (at the damaged location). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the returned react 71 catheter was found leaked, partially separated, damaged and stretched. It is likely that these damages occurred when the customer advanced the react 71 against the resistance. It is likely that the severe vessel tortuosity may have contributed to resistance during delivery. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report type is for malfunction of the device. As noted in patient coding, the patient did sustain injury from the procedure but this was determined to be related to a non-medtronic product used in the procedure, not to this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a react-71 catheter that was noted to have a leak during the procedure. The patient was being treated for an obstruction of an m1 segment. Vessel tortuosity was severe. It was reported that a solitaire was delivered to the obstruction site using a phenom-27 microcatheter, then the phenom catheter was removed the react-71 catheter was advance along the guidewire. The delivery of the phenom catheter and non-medtronic guidewire had been difficult because of the patient's severe vessel tortuosity. The guidewire fell to the proximal side of the common carotid artery (cca) and the react catheter could only be delivered to the interior carotid c2 segment. The solitaire and react were both retrieved. Angiography revealed that the obstruction remained. While the react catheter was being cleared for a second pass, a leak was noted approximately 30cm from the tip. The react catheter was then replaced with a competitor's product and another pass was performed successfully. After the procedure the patient had tici score of 3 representing full reperfusion. It was noted that the patient developed a carotid-cavernous fistula (ccf) due to perforation of left ic. The physician stated the issue was not related to the react catheter issue but was caused by the non-medtronic guidewire. It was commented that there were more infarcts in the left cerebral hemisphere than those before procedure, and the patient's right hemiplegia might remain.